Event description:
It was reported that iview isocenter (electronic graticule) is not correct for fld 1a on image acquired (B)(6) /2015 and fld 1b on image acquired on (B)(6) /2015. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product and will be fixed in a later version.